Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # (B)(4) was cleared in the united states . Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l2 for compression fracture due to osteoporosis. Intra -op, cement leakage due to inferior intervertebral disc was observed. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.